Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported the air dermatome was skipping during surgery. An alternate product was retrieved for use without delay. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018 , it was reported that the device was skipping. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4), two times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device needed preventative maintenance and the thickness lever, bearings, and hose were replaced. This is not a related issue. Initial qa inspection of the air dermatome on (B)(6) 2018 revealed that the head was worn and the reciprocating arm and needle bearings were damaged. The calibration and motor speed were both within specifications and the control bar was in the correct position. The width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the damaged head, thickness lever, reciprocating arm, bearings, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the reciprocating arm was damaged. The root cause of the reported event was due to damaged reciprocating arm which controls the movement of the blade through the skin. Damage to the reciprocating arm would cause the device to skip. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.